Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the hub and lumen, and contrast in the device. The balloon, tip and proximal bond were microscopically inspected. Inspection revealed a longitudinal burst in the balloon material, 1.5mm in length. Microscopic inspection found the remainder of the device free of damage. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.